Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra 2 meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2019, at an unspecified time. He reported that he obtained alleged inaccurately high results of ¿150, 159 and 190mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated that he manages his diabetes with insulin (self-adjuster) and reported that after obtaining the results he took bydureon insulin in response to the alleged result he obtained. The patient stated that a couple of minutes after the alleged product issue began he developed symptoms of ¿shaking, sweating and nervous¿. The patient denied that he received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient was unable/unwilling to confirm if the test strips had been stored correctly and not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.